Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of pelvic pain ("chronic pelvic pain") and pneumonia ("pneumonia") in a 35 year-old female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. The patient had a medical history of anxiety, menses irregular, abortion, parity 3 and multigravida. The patient had a family history of dyslipidaemia (mother), acute myocardial infarction (father) and prostate cancer (grandfather). On (B)(6) 2012, the patient had essure inserted. Essure was removed on (B)(6) 2022. On unknown date she experienced pelvic pain (seriousness criteria medically important and intervention required), perineal pain ("pelvic pain and perineal pain"), menstruation irregular ("irregular menses"), procedural pain ("symptoms on the day of insertion, pain intensity strong cramps"), pneumonia (seriousness criterion hospitalisation), pleural effusion ("pleural effusion"), asthenia ("asthenia"), pulmonary sepsis ("pulmonary sepsis"), chest pain ("chest pain"), pyrexia ("fever") and heavy menstrual bleeding ("increased menstrual flow since then"). The patient was hospitalised from (B)(6) 2023 to (B)(6) 2023. The patient was treated with meropenem and tazocin (piperacillin sodium, tazobactam sodium) as well as surgery (subtotal hysterectomy & bilateral salpingectomy). At the time of the report, the outcomes for pelvic pain, perineal pain, menstruation irregular, procedural pain, pleural effusion, pulmonary sepsis, chest pain, pyrexia and heavy menstrual bleeding were unknown. The reporter considered asthenia, chest pain, heavy menstrual bleeding, menstruation irregular, pelvic pain, perineal pain, pleural effusion, pneumonia, procedural pain, pulmonary sepsis and pyrexia to be related to essure administration. The reporter commented: on examination: beg (good general condition), hypochloric+/4, afebrile, complaining of ventilatory-dependent chest pain but much better than at the start of the condition. Auscultation decreased at the right base. Rr: 24 irpm (inspirations per minute); hr: 88 bpm, cardiac auscultation without alterations. Innocent abdomen without visceromegaly. Diagnostic results (normal ranges are provided in parenthesis if available): [biopsy] (date unknown): 1. Uterine body presented: -myometrium with oedema and vessel congestion; -proliferative endometrium 2. Uterine tubes with oedema, vessel congestion and small para-tubal cysts. The fallopian tubes measure 8.0 x 0.5 x 0.5 cm. They have congested wax, thick walls and lights with a spiral metal device in the intramural portion (6b;vf;cr). [Chest x-ray] on (B)(6) 2022: normal [ultrasound scan vagina] on (B)(6) 2022: uterus 36.7 cm3; endometrium 6.00 mm; right ovary 3.08 cc/left ovary 3.37 cc; on (B)(6) 2022: uterus (ut) 36 cm3, end (endometrium) 6 mm, right ovary (ro) 3 cm3, left ovary (lo) 3.3 cm3. [X-ray] on (B)(6) 2022: showing a bilateral essure with the usual topography in the uterine tubes [x-ray of pelvis and hip] on (B)(6) 2022: both essure devices visualized based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of pelvic pain ("chronic pelvic pain") and pneumonia ("pneumonia") in a 35 year-old female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. The patient had a medical history of anxiety, menses irregular, abortion, parity 3 and multigravida. The patient had a family history of dyslipidaemia (mother), acute myocardial infarction (father) and prostate cancer (grandfather). On (B)(6) 2012, the patient had essure inserted. On unknown date she experienced pelvic pain (seriousness criteria medically important and intervention required), perineal pain ("pelvic pain and perineal pain"), menstruation irregular ("irregular menses"), procedural pain ("symptoms on the day of insertion, pain intensity strong cramps"), pneumonia (seriousness criterion hospitalisation), pleural effusion ("pleural effusion"), asthenia ("asthenia"), pulmonary sepsis ("pulmonary sepsis"), chest pain ("chest pain"), pyrexia ("fever") and heavy menstrual bleeding ("increased menstrual flow since then"). The patient was hospitalised from (B)(6) 2023. The patient was treated with meropenem and tazocin (piperacillin sodium, tazobactam sodium) as well as surgery (subtotal hysterectomy & bilateral salpingectomy).essure was removed on (B)(6) 2022. At the time of the report, the outcomes for pelvic pain, perineal pain, menstruation irregular, procedural pain, pleural effusion, pulmonary sepsis, chest pain, pyrexia and heavy menstrual bleeding were unknown. The reporter considered asthenia, chest pain, heavy menstrual bleeding, menstruation irregular, pelvic pain, perineal pain, pleural effusion, pneumonia, procedural pain, pulmonary sepsis and pyrexia to be related to essure administration. The reporter commented: on examination: beg (good general condition), hypochloric+/4, afebrile, complaining of ventilatory-dependent chest pain but much better than at the start of the condition. Auscultation decreased at the right base. Rr: 24 irpm (inspirations per minute); hr: 88 bpm, cardiac auscultation without alterations. Innocent abdomen without visceromegaly. Diagnostic results (normal ranges are provided in parenthesis if available): [biopsy] (date unknown): 1. Uterine body presented: -myometrium with oedema and vessel congestion; -proliferative endometrium 2. Uterine tubes with oedema, vessel congestion and small para-tubal cysts. The fallopian tubes measure 8.0 x 0.5 x 0.5 cm. They have congested wax, thick walls and lights with a spiral metal device in the intramural portion (6b;vf;cr). [Chest x-ray] on (B)(6) 2022: normal [ultrasound scan vagina] on (B)(6) 2022: uterus 36.7 cm3; endometrium 6.00 mm; right ovary 3.08 cc/left ovary 3.37 cc; on (B)(6) 2022: uterus (ut) 36 cm3, end (endometrium) 6 mm, right ovary (ro) 3 cm3, left ovary (lo) 3.3 cm3. [X-ray] on (B)(6) 2022: showing a bilateral essure with the usual topography in the uterine tubes [x-ray of pelvis and hip] on (B)(6) 2022: both essure devices visualized. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 21-may-2024: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.